Event description:
Wound has increased in size under negative pressure wound therapy, surrounding skin slightly inflamed, clear wound bed. Fluid pooling and no leak alarm detected by the pump.

Event description:
Wound has increased in size under negative pressure wound therapy, surrounding skin slightly inflamed, clear wound bed. Fluid poolng and no leak alarm detected by the pump.